Manufacturer narrative:
It was reported that the patient has lost range of motion in flexion and needs a thinner poly insert. The surgeon is insure what the cause for this issue is. Revision surgery is planned to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has lost range of motion in flexion and needs a thinner poly insert. The surgeon is insure what the cause for this issue is. Revision surgery is planned to exchange the poly insert.